Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Upon reception, a red j-stylet was inserted into the lead with blood residues identified on the is-1 connector pin extremity. Upon removal of the stylet, traces were observed on its surface at the connector side, specifically in the connector bearing area. These observations are indicative of friction between the stylet and the inner coil of the lead (lead lumen). An insertion test was performed using a new red straight stylet showed no evidence of friction. These results confirm that the lead is functioning correctly and indicate that the returned stylet is likely responsible of the reported event. Considering the significant bending of the stylet during the implantation procedure, this condition is considered the most probable explanation for the observed issue. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, while advancing the guidewire into the patient's venous vasculature, a point of resistance was encountered. After several attempts, successful entry into the inferior vena cava was achieved. The patient had a significantly enlarged atrium. Difficulty was encountered when attempting to cross the valve using a green straight stylet. It was subsequently exchanged for a stiffer red straight stylet. This red stylet was shaped (pre-curved) before insertion, at which point the lead was already in the body. Upon insertion, difficulty was noted. When an attempt was made to adjust and withdraw it, the stylet and lead became stuck together. The assembly was withdrawn from the body for separation, but they could not be detached. Consequently, a new ventricular lead was used to complete the procedure. Postoperative parameters were all normal, and the patient experienced no discomfort.

Event description:
Reportedly, while advancing the guidewire into the patient's venous vasculature, a point of resistance was encountered. After several attempts, successful entry into the inferior vena cava was achieved. The patient had a significantly enlarged atrium. Difficulty was encountered when attempting to cross the valve using a green straight stylet. It was subsequently exchanged for a stiffer red straight stylet. This red stylet was shaped (pre-curved) before insertion, at which point the lead was already in the body. Upon insertion, difficulty was noted. When an attempt was made to adjust and withdraw it, the stylet and lead became stuck together. The assembly was withdrawn from the body for separation, but they could not be detached. Consequently, a new ventricular lead was used to complete the procedure. Postoperative parameters were all normal, and the patient experienced no discomfort.